Manufacturer narrative:
The complaint kit was returned for evaluation. Examination of the received kit verified the centrifuge bowl break as the bowl had broken into multiple pieces. Inspection of the returned kit found the base of the centrifuge bowl mostly intact. Three out of four locating tabs on the centrifuge bowl base were undamaged. The bowl base had a large piece of the outer bowl still attached to it. The outer bowl was examined and found the outer bowl and bowl base had separated. The separation occurred above the weld joint indicating the separation occurred in the outer bowl material and not at the weld. A material trace of the bowl assembly and its components used to build lot h370 found no related non-conformances. A device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. The root cause of the centrifuge bowl break was most likely a break in the outer bowl material; however, the cause for the break in the outer bowl material could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). P.t. (B)(6) 2020.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h370 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h370 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported approximately 226 ml of whole blood was processed at the time the break occurred. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition. The customer returned the kit for investigation.